Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient felt that the hearing performance had slightly changed, and sometimes refused to wear the audio processor. No accident or trauma has been reported.